Event description:
This is a pt who had a left cochlear prosthetic device implanted on (B)(6) 2011. The skin flap was too thick for the prosthetic device to work. On (B)(6) 2012, the implanted device was removed and replaced.